Event description:
Healthcare professional reported that approximately 27 months post implant the valve was explanted due to leakage. Reop revealed tears in two of the leaflets. The valve was returned for analysis.